Manufacturer narrative:
The user reported being hospitalized due to a stroke. According to the user, they were diagnosed with a stroke related to a 63% blockage of the carotid artery. The event occurred on (B)(6) 2025 at approximately 11:30 am. At the time of the call, the user reported inability to walk, pain on the right side of the face and eye, and difficulty keeping food down. The event was not related to diabetes or glucose measurements per dms review, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where the user reported being hospitalized due to a stroke. According to the user, they were diagnosed with a stroke related to a 63% blockage of the carotid artery. The event occurred on (B)(6) 2025 at approximately 11:30 am. At the time of the call, the user reported inability to walk, pain on the right side of the face and eye, and difficulty keeping food down. The event was not related to diabetes or glucose measurements per dms review, the user is currently using the system with up-to-date information.